Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the outcome and the root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. The lead trend data showed the rv threshold has increased from 1.0v at implant to 2.2v and there has not been a successful rvat test since the date the 2.2v measurement was noted. Additionally, the presenting electrogram showed loss of rv capture. It was recommended to bring this patient to the clinic for assessment of the rv lead. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the outcome and the root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided. Additional information was received from the local area boston scientific sales representative stating the patient was brought into the clinic and the outputs were increased by the physician. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. The lead trend data showed the rv threshold has increased from 1.0v at implant to 2.2v and there has not been a successful rvat test since the date the 2.2v measurement was noted. Additionally, the presenting electrogram showed loss of rv capture. It was recommended to bring this patient to the clinic for assessment of the rv lead. The lead remains in service and no adverse patient effects were reported.